Event description:
It was reported that during a lap adjustable band procedure, the locking mechanism did not lock. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 5/27/2009. Information anticipated, but unavailable at this time.